Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified damage from attempted implant. Gouges are noted on the rim, outer and inner spherical surfaces, and near the anti rotation scallops. No other damage was noted. Overall width, overall height, and wall thickness were measured and in specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the liner was difficult to insert into the shell. The procedure was completed using another liner. There was a 5 to 10 min delay to complete the procedure.there is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 30103203 item name 32mm i.d. Size c neutral liner lot # 67122153. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.